Manufacturer narrative:
Method: device history review, complaint history review. Results: device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Conclusion: could not be determine because the device was not returned.

Event description:
Trialed a size 9 secur-fit broach stem. The broach sat flush to the resection cut. Attempts to insert the definitive size 9 stem and the implant sat proud approximately 1 cm. The surgeon then re-reamed the canal with a size 9 tapered reamer and re-inserted the definitive stem. The final setting of the stem was satisfactory.